Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm noted. No rewind anomaly noted. The insulin pump was unable to complete the prime test due to faulty force sensor relay. No further tests could be performed due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube, cracked battery tube threads, cracked case at display window corner, cracked lcd window and missing end cap sticker.

Event description:
It was reported that the customer had a crack around the reservoir compartment on the insulin pump. Customer stated that she noticed her pump rewinding without her doing so and it said that it was a motor error alarm. Customer's blood glucose level was 132 mg/dl. Customer reported that the crack happened when she twisted and removed the reservoir form the pump. Customer stated that there was a piece missing from the reservoir compartment. Insulin pump will need to be replaced. No additional information provided.